Event description:
The info rec'd indicated tube to reservoir "broke" and fluid leaked from the device. Note: determination of reportability and categorization of this event was made according to this mfrs policies and procedures and the info rec'd in compliance with med device reporting regulations. These determinations are not intended to evaluate this occurrence or suggest a cause (ref sections b1,b2,h1).